Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 months post transfemoral tmvr (transcatheter mitral valve replacement) procedure with a 26mm sapien 3 ultra valve in a pre-existing non-edwards ring, the valve failed due to stenosis and leaflet immobility (restricted mitral leaflet). The patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve. The final result was reported as good. Additional information provided per fcs indicating the patient presented with continued exertional dyspnea, consistent with nyha class ii-iii congestive heart failure, prior to valve-in-valve (viv) intervention as well as the mean gradient was 5.5mmhg and valve area measured 1.4cm^2.